Manufacturer narrative:
Device investigation narrative - one service replacement 560p camera head part number 72200561s was received on may 04, 2017 and confirmed to be serial number (B)(4). Product failed functional testing with intermittent image when cable was wiggled near strain relief. There appears to be damage to cable's internal wiring at edge of strain relief causing either a short or open wiring. Cause of video failure is defective cable assembly. Camera head passed functional testing with a known good cable assy installed. The complaint investigation has concluded the cause of the failure to be damage to the cable assembly. No containment or corrective actions are recommended at this time. (B)(4).

Event description:
It was reported that there was a short where the cable connects with the camera head.